Manufacturer narrative:
Corrected information provided.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was not reviewed yet. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported a glaucoma filtration device that was blocked. There was no patient contact.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. The sample was received in an opened package, and the primary packaging (pouch) was opened. The shunt is attached to the eds using a tape. Visual inspection of the sample: eds wire is depressed, and it is retracted towards the eds cannula. Visual inspection under a microscope - the external body of the shunt is proper and clean, on indication of use. The complainant statement that ¿there was no patient contact¿ was confirmed. Inner illumination - light passes through both sides of the restriction unit. I.e., shunts' lumen is open. No root cause identified; on indication of product failure. Based on the results from the product and batch history record, the product met release criteria.